Manufacturer narrative:
The product has been returned and an investigation completed. The complaint was not confirmed and no new issues were observed. The meter powered on with button depression and insertion of test strips. The meter's date and time were set and verified after at least 12 hours. The date and time remained correct. Meter was found to be functioning within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on (B)(6) 2015 at 1:00 am she attempted to perform a routine glucose test on her (B)(6) daughter who was sleeping, but her adc blood glucose meter was not working. The caller reported the meter was displaying a set message and would not retain the date and time. The caller further reported that her daughter had been very irritable, and although she did not wake her up when she attempted to test, her daughter woke up "because her glucose was hanging badly." The caller treated her daughter with a "tube feeding of calories and sugar" when she was unable to check her daughter's blood sugar due to the meter issue. No further medical intervention was reported. There was no report of death or permanent injury associated with this event.